Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin 2 grams as a loading dose and repeat of 1 gram on the seventh day (route not reported) and fortum 1 gram once daily for fourteen days (route not reported) for the peritonitis event. On an unreported date, antibiotic course was completed. It was not reported if dianeal therapies were ongoing. The patient was recovered from the peritonitis and the peritoneal fluid was clear. No additional information is available.